Event description:
The doctor claims that the graft leaked an unk quantity of blood through an opening in its bifurcation. The doctor sutured the opening and the graft became blood-tight. The graft was left in. The pt's condition is ok.